Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left proximal circumflex (lcx) artery. A 28 x 2.50 promus premier¿ stent was selected; however, the device was unable to cross the target lesion. It was noted that stent strut was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).